Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming from the cartridge and into the infusion set tubing. The customer's blood glucose level was 320 mg/dl. The customer changed the supplies and administered a bolus.